Manufacturer narrative:
G4: 12nov2020. B4: 13nov2020. This complaint has been determined to be not reportable as the issue was discovered during testing which does not pose a risk of harm, serious injury, or death. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06nov2020.

Event description:
It was reported the flow sensor was damaged. There was no patient involvement. The field service engineer (fse) confirmed the issue. The fse replaced the flow sensor assembly and the issue was resolved.